Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. A sample device was not returned for analysis. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that approximately seven years following intraocular lens (iol) implant surgery, a patient has experienced dullness of vision and night vision difficulty for the previous six months. Upon examination, the surgeon noted the iol has changed colors. Additional information has been requested.